Manufacturer narrative:
G2: citation: authors: liu, t., tsui, j. C., choudhri, o. A., kim, b. J., brucker, a. J. Bilateral retinal hemorrhages after sequential endovascular treatment of bilateral unruptured cerebral aneurysms. Retinal cases & brief reports 18:5 2024. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding bilateral retinal hemorrhages after sequential endovascular treatment of bilateral unruptured cerebral aneurysms the time frame of this study was 2024 the following medtronic devices were used: pipeline embolization device (ped) no deaths occurred in the study population. Among patient adverse events included: retinal hemorrhages, paracentral scotoma, elevated anticardiolipin igm antibody levels, and peripheral retinal microangiopathy no further information was provided pertaining to medtronic products.